Event description:
Shortly after the colonoscopy began, the physician identified mucosal changes while he was advancing the colonoscope into the rectosigmoid area. At this time, the pt became restless, her abdomen became distended and she complained of pain under her breast. The colonoscope was removed and when x-rays revealed free air in the peritoneal cavity, consistent with a perforated viscus, a surgical consult was requested. She was transferred to the operating room where a perforation of a anteromedial sigmoid diverticulum was repaired. Her postop period included monitoring in the ICU for five days. She is currently in stable condition, being cared for in a med/surg room.